Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. No other cable damage was found. Additional observation not reported by the site was yaw pulley char marks. The yaw pulley is charred at the distal clevis hub. The charring was a sign of an arcing event. The evidence was inconclusive, but the charring may have been due to a breach in the insulation, carbonized tissue creating a conductive path, or high generator settings. The instrument passed electrical continuity testing. Additional observation not reported by the site was both bipolar pin are bent, but the bipolar insert is still attached. Failure analysis investigation concluded that the damage was likely due to mishandling. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's cable and/or tube damage found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that after a da vinci procedure, the customer noted that the fenestrated bipolar forceps instrument cable could snap at next use. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.